Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. The device manufacturer date for the reported reader is unknown. The date entered in section is the date of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 39 mg/dl, 383 mg/dl and 405 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. No product was returned for this complaint and a valid serial number was not provided. Dhrs (device history review) for all libre readers, libre sensors and precision strips within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed for the reported complaint and confirmed that libre sensors and precision strips continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors and precision strips was reviewed and showed no anomalies or non-conformance's that could lead to the complaint. A tripped trend review was completed for the reported complaint and libre reader and no trips were observed. A tripped trend review was conducted for the reported complaint and precision strips. The review showed no trips. A tripped trend review was performed for the libre sensors and showed there were no confirmed complaints within the trend data, therefore, no further tracking and trending review required. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 39 mg/dl, 383 mg/dl and 405 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.